Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is most likely a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis; however, it could not be confirmed if the patient was utilizing fresenius products at the time of event. It is unknown if the peritonitis was caused by pd therapy as the cause of peritonitis is unknown. There was no information to suggest a causal relationship exists between the peritonitis event and any fresenius device or product. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination. Based on the limited information and no allegation of a malfunction, deficiency or defect the fresenius pd products can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. No further information is known related to the event. Multiple attempts have been made to obtain additional information, and thus far, no further details have been provided.